Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a health care provider regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had an interstim device implanted for their bladder. The patient stated they hadn¿t been feeling well the last few months and they started to lose control of their bladder again, like they were before the procedure. The patient was vigilant about keeping the box with their controller with them, however the box disappeared. The patient stated they were having such trouble with their bladder, they couldn¿t test stimulation and they were a little worried something had happened and the interstim had come loose or stopped working. The patient could not test because they did not have a controller. The patient requested a new controller and stated they were very worried. No further complications were reported. Additional information was received from a consumer regarding the patient on 2017-07-12. The patient is having difficulties with incontinence and unable to do any adjusting since she didn¿t have her remote. The health care provider noted on (B)(6) 2017 that the patient started experiencing a return of incontinence on (B)(6) 2017. The actions taken to try to resolve the return of incontinence was trailing concomitant antimuscarinic medication (vesicare 5mg) which began on (B)(6) 2017. The health care provider was waiting until their next appointment with the patient to see if the return of incontinence resolved. There were no further complications reported.